Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, before using the hemopro on the patient, they pre-tested the harvesting tool activation toggle that opens and closes the jaws. The activation toggle was pulled from the center to the proximal position to close the jaws, but when they released the toggle the jaws would spring open instead of staying in the closed position. They decided not to use this tool and opened a new kit to finish the case. No patient harm was reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/15/2020. An investigation was conducted on 10/30/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact. No visual defects were observed. The gray silicone insulation was observed to be intact, no visual defects were observed. An mechanical evaluation was conducted. The toggle was manipulated to open and close the jaws with visible or physical defects. While manipulation of the blue toggle switch it was observed that the jaws would remain open when the toggle switch was in the neutral position. In order for the jaws to close, the toggle was pulled all the way back and the jaws would close. The mechanical evaluation was conducted 5 (five) times with the same observed failure. An engineers evaluation was conducted. The vh3500 hemopro tool handle was opened to investigate the cause of why the device jaws were not closing in the neutral toggle position. Visual inspection found that the flex shaft holes closest to the seal were not mated with the post in the handle. As further evidence, indents on the black flex shaft were seen from where posts on the handle were press into the black flex shaft. Upon visual inspection of the complaint device manufacturing engineering confirmed that the device jaws were not closing in the neutral toggle position. Based on the returned condition of the device and the evaluation results, both the reported failure "mechanical issue¿ was confirmed. The lot # 25151806 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.